Manufacturer narrative:
A ge service representative performed an on site investigation. The reported failure could not be duplicated. However, review of error logs indicated a need to replace the interconnect cable. Replaced the interconnect cable. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that intermittently the 9800 system would shut down. There was no report of pt injury.